Manufacturer narrative:
Report confirmed. Evaluation determined that the tool fractured just distal to the small shoulder and the detached portion was not returned. The associated attachment was found to be in good condition. It was noted that the tool fractured due to drilling with inadequate irrigation. On follow-up it was confirmed that there was no patient impact.

Event description:
It was reported that dissecting tool broke while resident was drilling holes during craniotomy procedure. The tool fragment was not immediately located. It was initially thought that the tool fragment could be in the patient wound site. A fluoroscopy unit was used to confirm that no fragment was present in the patient. The fragment was not located following a thorough search of the or. It was reported there was no patient impact. On follow-up, it was confirmed that there was no patient impact.